Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0bwa3, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient never had therapeutic effect. It was stated the patient was implanted four days prior to report and had been going to the bathroom every 1-2 hours. It was noted the patient was feeling stimulation in their vagina area and on their side hip. Reportedly, the patient's wound bled the day after implant. It was later reported the patient received assistance from their doctor or manufacturer representative and their concerns were resolved at their appointment on (B)(6) 2013. It was also stated the patient was still having concerns regarding their device or therapy but they were working with their doctor or manufacturer representative and had an appointment scheduled for (B)(6) 2013. Additional information received reported the device wasn't working. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.